Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown screw. Report source: foreign country: (B)(6). Reported event was confirmed by review of x-rays received. Review of the available records identified left hip and femoral orthopedic hardware with incompletely healed fracture of the mid-diaphysis of the left femur. Fractured distal interlocking screw also seen. Osteopenia is seen. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02943.

Event description:
It was reported patient was revised due to bone malunion and implant fracture. Attempts have been made and additional information on the reported event is unavailable.